Manufacturer narrative:
(B)(4). Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic reported an uneventful treatment and did not request field service or clinical support. All pertinent information available to amo at the time of this report has been submitted. Placeholder.

Event description:
Patient underwent uneventful ilasik on (B)(6) 2013. Presented at surgeon's office for 1 day post op and striae was present on the right eye. Surgeon lifted and smoothed the flap striae on the right eye. Patient seen for 1 week post op. Visual acuity sans correction (vasc) was 20/20 on the right eye.